Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Multiple attempts were made to obtain further information from the customer without success. Root cause: could not determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false negative, symptomatic sars patient result. Customer communicated patient was transported by ambulance to a hospital where they later tested pcr positive.